Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load multiple cartridges onto the pump. Reportedly, the cartridge was filled with 150 units of insulin. During the call with tandem technical support, the customer loaded a new cartridge onto the pump successfully. There was no reported impact to the customer's blood glucose level.